Event description:
The customer reported that the device does not turn on and is displaying the charge pak icon, attention icon and the wrench icon. The reported problem was found during routine device inspection/testing.